Event description:
It was reported that the bd syringe 10ml ll s/c 200 had leakage past the stopper. The following information was provided by the initial reporter: material # 302995, batch # unknown. Verbatim: rcc received a complaint via email. Email(s) attached. Product problem report: product information: product code: 302995, product description: syringe hypo 10cc l/l bx/200 & p52, lot/serial #: unknown, expiry date: unknown. Problem information: product concern ticket number: (B)(4), date of incident: (B)(6) 2025 concern description: 10 cc syringe back filling throw stopper during contrast injection . Syringe discarded . New one opened happend again with new one. Occurrences: 1 ea. No adverse event reported.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) - supplemental MDR - leakage past stopper. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.